Event description:
The head of a 4.5mm titanium cortex screw broke off in the pt. A narrow 4.5mm lc-dcp plate was implanted on an unknown date for a humeral fracture. Fracture went to non-union and the screw was noted as broken on an x-ray. All hardware was removed from the pt in 2001 and the fracture was replated. The head of the broken screw was retrieved but the shaft was left in the pt.